Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03743. The patient reported she is experiencing increasing difficulty locating her scs ipg using her charging system. The patient also reported she experiences her scs ipg pocket site becoming hot while charging if the antenna is held on the same spot too long. Subsequently, a low energy replacement charging system was sent to the patient and she was advised of the change in charging duration. Follow-up identified the issues resolved with the replacement charging system. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.